Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0010305409 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 2.42 inches from the tip; the steering mechanism had resistance due to the kink on shaft. Several flushes and aspirations were performed without issues while a balloon catheter was inserted. There was no blockage along the shaft and the shaft and side port was leak tight. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.